Event description:
At the beginning of the case bovie number 10 was being used. During the use the surgeon reported that the bovie was intermittently cauterizing. Changed to bovie number 8 and proceeded with the case.